Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests due to motor error alarm. Unable to verify operating currents, off no power or low battery alarms due to motor error alarm. No blank display or display anomaly noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 300 mg/dl. After troubleshooting, display screen did not return only light came on. Customer was advised that insulin pump would need to be replaced.